Event description:
Medtronic received a report that during filling the spring coil, it was stretched when filled halfway. There was coil separation/break/premature detachment. The coil was pulled out slowly from the patient. The pushwire was not bent or broken. The physician did not rotate the delivery pusher during the procedure. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU the patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the coil had stretched. There were no detachment attempts made.

Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. Visual inspection/damage location details: no bends or kinks were found with the axium prime pusher. The shield coil was found in good condition. The release wire coin was found against the lumen stop. The implant coil was found to have broken off from the pusher from the coil shell weld. In addition, the implant coil polypropylene filament broke off from the detach element. The detach element remained still attached to the pusher. The implant coil proximal end was found stretched. The implant coil distal end/tip was found damaged. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿coil stretch¿ and ¿coil separation/break¿ reports were confirmed. In this event, it is likely the implant coil became stretched subsequently breaking off from the pusher during removal. Damage to the implant coil can occur due to user does not maintain continuous flush, incompatible catheter, tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, or user advances the coil against resistance. It was reported the physician did not rotate the delivery pusher during the procedure. The make/model of the catheter used in the event was not reported; therefore, compatibility could not be assessed. Information regarding use of a continuous flush and resistance during delivery was not reported. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the cause could not be determined. Regarding the customer¿s ¿premature detachment¿ report the issue could not be confirmed as a portion of the implant coil (detach element) was found still attached to the pusher. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.